Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.

Event description:
It was reported that as the surgeon was impacting, the broach lever flew open. It's not locking properly so it was believed that something has broken internally. A straight handle was used to remove the broach and continue the procedure. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h4, h6, visual examination of the returned product identified there are indentation to the shaft, handle, and strike plate. Additionally, the function gauge was used to check the locking mechanism of the device. The gauge was attached and could not be pulled from the handle. There was no wobble to the gauge when locked into place. Unable to confirm complaint as the handle worked per specification. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were not provided. No device problem was found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.